Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the numbers on the insulin pump's screen were ramping up when she entered her carbohydrates. The insulin pump alarmed button error. Customer's blood glucose level was 156 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent response on the act button due to corroded keypad traces noted. No unexpected scrolling/ramping of numbers or button error alarms noted during testing. The insulin pump had a cracked lcd window, cracked case on the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.